Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed to open and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer (fse) identified that the hasp was fallen apart and cannot latched. The fse applied new adhesive and reattached it to resolve the issue. Fse also performed the hardware test application and confirmed that the test was passed. The system functioned as intended after the field service engineer had repaired the device.